Event description:
During a da vinci si hysterectomy procedure, a surgical assistant heard a loud noise pop. The surgical assistant reportedly found a visible wire on the fenestrated bipolar forceps and described the instrument's wrist to be limp. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp remained in the clevis. The clevis did not exhibit excessive damage. No other damage was observed. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.